Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial/lot#: (B)(4), description: linear st lead,50cm.

Event description:
A report was received that during the implant procedure, the patient had a cerebrospinal fluid (csf) leak and an epidural blood patch was performed. The patient was doing well after the procedure.